Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient left voicemail reporting a required revision on triathlon knee and would like to know if implants are subject to a recall.